Event description:
It was reported that the patient presented to the emergency department (ed) on (B)(6) 2024 with abdominal pain and chest pain. The patient had an electrocardiogram (EKG) with concerns of st-segment elevation myocardial infarction (stemi) in the setting of the left ventricular assist device (lvad) having been turned off for a few hours, since 11 am on (B)(6) 2024. The lvad was turned back on while the patient was in the ed and the repeat EKG then appeared less concerning. The patient was being medically managed. Log files were submitted for analysis due to the alarms. Following review of the submitted log files by tech services (ts), it appeared there were power cable disconnect and no external power alarms on (B)(6) 2024 from 11:18 to 13:12 when the system controller lost all power. The log files also appeared to have captured a pump stop and driveline disconnect alarm during that time. The controller clock reset to the manufacturing default of (B)(6) 2000 0:00:00. When the controller regained power, the date was noted as (B)(6) 2024 15:30. Ts recommended the site resync the controller clock with the heartmate touch or with the system monitor. There also appeared to be multiple low flow estimates and low flow alarms on (B)(6) 2024 from 11:18 to 13:09. The estimated flow fluctuated below the 2.5 lpm threshold. It appeared some of the events were brief and did not generate an alarm. There did not appear to be any type of external mechanical circulatory support (mcs) equipment issues causing the events. The site noted that the cause of the driveline disconnect events was unknown, however the driveline was severely twisted/kinked on (B)(6) 2024. The cause of the low flow alarms was not known to the site and stated that they had no documentation of the low flow alarm on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The emergency department notes indicated the patient received 324mg aspirin prior to arrival in the emergency department, and then was given a heparin drip, which was switched to bivalirudin.

Manufacturer narrative:
Section b5: corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop event due to a total loss of power to the system as well as multiple low flow hazard alarms occurring prior to the total power loss. The report of a twisted/kinked driveline could not be confirmed based on the provided information. A specific cause for these events could not be conclusively determined through this evaluation. Additionally, a direct correlation between the device and the reported events of myocardial infarction and hypertension could not be conclusively established. The controller event log file contained events from 11:18:34 through 13:12:46 on 04sep2024, per the timestamps. Events following this timeframe captured a corrupt controller clock. A no external power alarm was captured from the beginning of the file through 13:12:41 on 04sep2024. The system controller backup battery was powering the system during this time, per design. Following this timeframe the backup battery became fully depleted, and a subsequent pump stop was captured. The following events captured a controller reset and controller clock corrupt alarm when external power was restored to the system, per design. Of note, the duration of the pump stop could not be determined due to the controller clock being corrupt at this time. The pump regained speed after being reconnected to power and functioned as intended at the set speed for the remaining duration of the file. Additionally, on 04sep2024 prior to the backup battery fully depleting, multiple, transient low flow hazard alarms were captured. No other notable events or alarms were observed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including myocardial infarction and hypertension. This section also addresses all pump parameters, including pump flow. Section 2 of the IFU, ¿system operations¿, states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5, of the IFU, ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 of the IFU, ¿patient care and management¿, cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Section 5 of the patient handbook also includes detailed instructions on connecting and disconnecting to power under ¿guideline for power cable connectors.¿ section 4 of the patient handbook, ¿living with the heartmate iii¿, contains information regarding how to care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The emergency department notes indicated the patient received 324mg aspirin prior to arrival in the emergency department, and then was given a heparin drip, which was switched to vivalirudin. The patient was also started on nicardipine for hypertension control. An acute coronary event could not be ruled out. However, it was noted that the inferior st-segment elevations could have been related to battery depletion of the lvad, resulting in global hypoperfusion and collateral insufficiency in the right coronary artery (rca) territory.